Manufacturer narrative:
The event of "lymphadenopathy and seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and seroma.

Event description:
Patient reported "continuously fluid buildup around the left implant which causes pain. Although each time the fluid was removed with paracentesis, the fluid builds up again causing pain¿, ¿chronic active inflammation and complications related to nearby lymph nodes from the left breast implant¿. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Patient reported "continuously fluid buildup around the left implant which causes pain. Although each time the fluid was removed with paracentesis, the fluid builds up again causing pain¿, ¿chronic active inflammation and complications related to nearby lymph nodes from the left breast implant¿. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27/mar/2024. Additional, changed, and/or corrected data: d6a, d6b.

Event description:
Patient reported "continuously fluid buildup around the left implant which causes pain. Although each time the fluid was removed with paracentesis, the fluid builds up again causing pain¿, ¿chronic active inflammation and complications related to nearby lymph nodes from the left breast implant¿. The device has been explanted.